Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of alarms was unable to be confirmed. The reported event of difficulty engaging the black power cable was unable to be confirmed during product testing. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 11 hours (12may2023 from 00:54:32 ¿ 12:02:39 per timestamp). There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The mpu was connected to a mock loop and was able to operate a pump with no alarms active. The mpu was able to function as intended. The reported event was unable to be confirmed; therefore, the mpu was returned to the customer. The root cause of the reported events was unable to be conclusively determined through this investigation.the device history records were reviewed for the mpu (serial number: 19605258) and was found to pass all manufacturing and qa specifications before being shipped to the customer.heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved.heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) showed "connect power" events even though the power leads were connected. The black lead felt like it was not all the way engaged when using the collet nut. The patient was to check the pins in the patient cable on the mpu to ensure none were bent or broken. The patient's spouse changed the wall receptacle but the mpu was later replaced and the alarms were resolved. It was not known if the issue was resolved due to the exchanged wall receptacle or the mpu itself.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.